Manufacturer narrative:
On (B)(6) 2026 the patient experienced blisters/welts while using an epatch with the electrode - patch - universal 2 channel configuration. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid. The patient took a break or discontinued service due to the skin irritation. The patient confirmed that skin preparation steps were followed correctly, and reported no history of skin sensitivity or allergies. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026 the patient experienced blisters/welts while using an epatch with the electrode - patch - universal 2 channel configuration. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid. The patient took a break or discontinued service due to the skin irritation. The patient confirmed that skin preparation steps were followed correctly and reported no history of skin sensitivity or allergies.